Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noticed several code 77 errors in the logs. The fse replaced the compressor assy. The fse recalibrated and ran for a couple of hours. The fse completed a full calibration. The unit passed all functional and safety tests per factory specifications'. The unit was returned unit to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had constant gas loss. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Additional contact information : (B)(6).

Event description:
N/a.